Manufacturer narrative:
(B)(4). The device was manufactured may 1, 2015 - may 4, 2015. The device was received for evaluation with approximately 62ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device was filled with 230ml of fluorouracil and saline. The expected time of infusion was 46 hours. After 46 hours, approximately 100ml remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.